Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient felt the device was not working. It was also mentioned that the pads on the wires were coming off and sliding around. The patient also stated that they tried to urinate that morning and were not able to. No further patient complications are anticipated or expected as a result of this event.